Event description:
It was reported that post a stenting treatment procedure in-stent restenosis occurred. Approximately one year after a taxus express2 stent was implanted, the patient took a nuclear stress test and 85% restenosis was discovered in the previously placed stent. The in-stent restenosis was treated with a non bsc stent. No additional patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).